Manufacturer narrative:
Continuation of medical devices: product ID d224trk ICD implanted: (B)(6) 2013, 5076-52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and patient experienced phrenic nerve stimulations on the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.